Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2009 due to incomplete emptying, dyspareunia and failure of the synthetic mesh. It was reported that the patient underwent a hysterectomy in 2009. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted concurrently with novasure ablation with hysteroscopy due to menometrorrhagia and mixed urinary incontinence.